Event description:
Device complications: none. Time of complication: during the procedure. Symptoms: right sided weakness, trouble identifying words and talking, asphasic, left gaze. It was reported that the patient showed symptoms of a stroke during the procedure. It is unknown if this was related to the device. No additional information was available.